Event description:
A 4.1 inr with protime system vs. A 2.4 inr with unspecified lab system. Subsequent results 1 week later, a 2.7 inr with protime system vs. A 5.1 inr with unspecified lab system. Patient therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed.